Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed due to intermittent ventricular loss of capture via merlin.net transmission. The device was reprogrammed. It was also noted in subsequent follow-up, there was increase in threshold and decrease in sensing. Patient will be followed up by physician. No further information is available at this time.